Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his back. The area was described a red heat rash. During a follow up, the patient reported that his doctor prescribed mycostatin cream. The final medical outcome of the irritation is unknown at this time.